Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, an alert for oversensing was observed due to post-paced t-wave oversensing. Reprogramming was recommended during an in-person follow-up in the future, no intervention was performed at this time. The patient was stable.

Event description:
Further information was received indicating the device was reprogrammed to resolve the event and the patient will be monitored via merlin.net.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.